Event description:
It was reported that a pta balloon would not deflate while inside the pt. No other info was known. No report of pt injury.

Manufacturer narrative:
The lot number was provided. The device history records were reviewed and the lot was found to have met all release criteria. The device was returned for eval. The investigation is currently underway.